Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was attached to an a bsc inflation device, subjected to positive pressure to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 6 mm from proximal end of the distal marker band. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified a hypotube kink at approximately 1020 mm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the extrusion shaft identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon was ruptured at 6atm and was then simply removed from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.